Event description:
It was reported to philips that the system failed to boot up successfully. The system was in clinical use. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that reported issue. Review of system log file could confirm that network switch could have possibly connected to the wrong power outlet. Upon functional testing, fse replaced control module board my15 and download board software, and found the ny24 cable is plugged wrong ny13, so the network switch won¿t power all the time. Failure analysis shows no fault was found upon testing built in system, switching on, functional checks and checking error log. After which, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.